Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 29) occurred during the load sequence. Additionally, it was reported that the customer experienced resistance when filling a cartridge. A needle tip change was performed resolving the issue. Blood glucose level was not impacted. Reportedly, the customer reverted to manual injections for insulin therapy.